Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in two segments. Internal insulation abrasion was found at 51.1-51.2 cm from the distal tip. The rv conductor etfe coating was abraded at the same location. This is consistent with the observation from the field of noise. Another internal insulation abrasion was found at 52.9-53.0 cm from the distal tip. The etfe coating was intact at the same location.

Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. Upon interrogation, several aborted shocks were noted. Lead was replaced.